Event description:
An aneurx bifurcated stent graft of an unknown size was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2001. The aneurysm and vessel morphology are unknown. It was reported that the post implant angiogram demonstrated the aortic neck to be conical and that the stent graft was placed too low; therefore, a type I endoleak was noted. Two days later, an aortic cuff was placed to treat the endoleak successfully. No additional clinical sequelae were reported that the pt is reported to be fine. No additional information is available.